Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of two (2) minicaps were fully separated from the cap. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h3, h6 and h11. B5: during follow up, it was clarified that the sponge of one (1) minicap [previously submitted as two (2)] was fully separated from the cap. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the sponge (foam) was separated from the cap. The reported condition was verified. The cause of the condition was determined to be a shipping distribution issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.